Event description:
The hcp reported that the pump was explanted due to "battery depletion". The catheter was also replaced due to "possible catheter issue". No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.